Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition during shock delivery and low out of range impedance measurements in the non boston scientific right ventricular (rv) lead, and a code 1007 indicative of exceeded charge time limit. In addition, this ICD reported end of life (eol) battery status after nine months in service. Technical services (ts) was consulted and recommended system replacement. This ICD remains in service. No adverse patient effects were reported.